Event description:
It was reported that within a week of implant, the lead dislodged and the atrial sensing decreased. There was no capture at maximum output. After repositioning the lead dislodged once again. The lead was then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and no anomalies were found. However, the proximal conductor had blood/body fluid (not obstructed). The outer insulation was melted. There was blood in/on helix/lobe mechanism and apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.